Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a hole was found on the pebax initially, it was reported that during the procedure, blood leakage was found on the catheter tip and the force value could not be zeroed. A second catheter was used to complete the procedure. There was no adverse event reported on patient. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. The foreign material inside the pebax - no external damage was assessed as not MDR reportable. The foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that there was foreign material inside the pebax of the catheter. The device was inspected on the pebax area, under microscopy, and a hole was found on the pebax. This was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
According to the pictures provided by the customer, reddish material was found inside the pebax. The customer complaint was confirmed based on the picture received. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection, flow test, and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax of the thermocool® smart touch¿ electrophysiology catheter. The device was inspected on the pebax area, under microscopy, to identify if there was damage on the pebax which may have caused the foreign material to be inside the pebax. A hole was found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to carto3 system, and the force values were observed within specifications. Cool flow testing was performed, per bwi procedures. The catheter was irrigating correctly, and no liquid leakage was detected during the analysis. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA p030031/s053. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).